Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease folds, wear/abrasion, a crack in the valve and a curved opening. A leak test and microscopic analysis was performed which identified a striated opening on the radius and a cracked opening on the valve. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Also observed was a striated opening on the radius assessed as surgical damage, consistent in the use of some surgical tool.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.